Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that he received no delivery alarms during basal. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did not exit the plunger push. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed a manual prime the fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.